Event description:
Notes from the cardiac consultation: recently, the patient has been found to have t-wave oversensing from the right ventricular (rv) electrode. From interrogation of the device, concerns have been raised about nondetection of ventricular tachycardia by the device. The r-waves have decremented since initial implant as well and the patient is seen for consideration of replacement of the electrode. The patient has not received any inappropriate shocks as a result of the t-wave oversensing. Notes from the operative report: "the patient's rv lead was dysfunctional with low impedance and high pacing thresholds. We planned the operation to replace this lead and insert a new lead with the maintenance of the existing device following device testing... A stylet was passed down the existing rv lead and the active fixation device was withdrawn. With constant gentle traction under constant fluoroscopic monitoring, we were able to remove this lead in its entirety without complication or disruption of the other chronic pacing electrodes. This was accomplished readily, although some constant traction and time was required to dislodge it from its connections. The lead was secured to the chest wall and measurements through the lead in this position after active fixation showed satisfactory pacing and sensing parameters with an impedance of 350-390 ohms and stimulation threshold of 0.75 volts at 0.5 milliseconds pulse width.the lead was now placed back in the header of the existing generator, a st. Jude model of model 3211-36q. This, with the leads implanted in this generator, we noted that our sensing capability was much reduced and our impedance was now approximately 270 ohms, which was low and barely acceptable. The discrepancy between the measurement with and without the device was troublesome to me. Accordingly, the device was delivered from the wound and the lead disconnected. We remeasured the pacing threshold and impedance on the lead after disconnection from the header device and again found much better numbers, both for sensing and pacing thresholds. I concluded therefore that the lead was satisfactory, but that the interface with this particular device was less than optimal. The device had three years of battery life remaining and I could not prove that there was any dysfunction in the device, itself, but the interface was problematic. Accordingly, I elected to remove this device and implant a new ICD generator. The old device, a st. Jude's 3211-36q was removed from the field."